Manufacturer narrative:
The device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: a visual inspection of the pump showed a crack in the battery compartment. There was visible moisture corrosion in battery compartment. A leak test revealed a leak from the battery compartment crack. The pump was opened and no internal moisture was found.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.